Event description:
It was reported that the cause of death was bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-02415. It was reported that the patient underwent a pump exchange due to presence of frank pus and deep driveline infection on (B)(6) 2021. The patient required a redo median sternotomy with repair of type a aortic dissection with ascending aortic replacement, commissural resuspension, and atrioventricular repair. The patient required veno-arterio-pulmonary-arterial cannulation extracorporeal membrane oxygenation (vapa ECMO) and open chest. The patient's care was withdrawn on (B)(6) 2021 and the cause of death was traced to complex surgery, right ventricular failure, and vapa ECMO.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of vasoplegia, bleeding, and pulmonary edema could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient expired on (B)(6) 2021 after the patient's family decided to withdraw care; (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that over the next 24 hours after operation, massive transfusions were required and the patient developed pulmonary edema. There was reoperation for hemorrhaging and chest exploration with no improvement.